Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the manufacturer's evaluation it was determined that the electrically erasable programable read-only memory (eeprom) was corrupt on the system central processing unit (cpu). Replacement of the printed circuit board assembly (pcba) is required to correct the issue. The customer is taking responsibility to correct/repair the device. Customer will order a system pcba and repair the unit.